Event description:
Per the customer, the respiratory therapist accompanying the patient while in transport, indicated that the device started chugging/hesitating and then stopped working completely. The patient had to be manually ventilated.

Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the customer stating the malfunction occurred during required patient ventilation, this incident is deemed reportable. Due to this failure, the end user had to manually ventilate the patient for an extensive period. The system was returned and evaluated by percussionaire and it was determined that a failed cartridge triggered the failure in pressure output. The cartridge was replaced and the device returned to functioning correctly. The cartridge was investigated independently for determination of root cause and it was concluded that the presence of external debris caused the component to fail. Currently, there have been no similar incidents reported. Any similar incidents' will be evaluated and escalated accordingly. No additional information has been received on the patient. Any additional information on this incident will be submitted as a follow-up MDR.